Manufacturer narrative:
Visual analysis was performed on the return device. The reported stent dislodgment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from this lot. Based on the information provided, a definitive cause for the reported difficulties could not be determined. It may be possible that the stent dislodgement occurred during removal of the protective sheath, or inadvertent mishandling during preparation; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that after device preparation and while loading the omnilink elite onto the guide wire, it was observed that the stent was loose on the balloon, so the device was removed and not used. There was no adverse patient effects and no clinically significant delay in the procedure. Another omnilink stent was used to complete the procedure. No additional information was provided.